Event description:
A caller reported an issue with the pump display, specifically noting lines on the left side of the screen and a white halo, which affected their ability to read the screen. There was no adverse impact on the customer's blood glucose level. As a resolution, technical support decided to replace the pump. The customer agreed to continue using the current pump until the replacement arrives and was instructed on how to put the pump into storage mode.